Event description:
It was reported to philips healthcare that the users were unable to use demand mode pacing during a patient event. They stated that they had to use the fixed mode. There was no impact to the involved patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.